Manufacturer narrative:
H6 medical device problem code a1102. Was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller generated a system self failure message. There was no patient involvement.

Manufacturer narrative:
Investigation summary: data review: imc logs showed a communication issue with the power battery manager during the initial bootup. Due to the communication issue, the aic rebooted automatically (as designed) to attempt another power on. After rebooting, it displayed the "system self check failed" screen. Device analysis: console was tested after arriving in field service. The system self-check failure screen was able to be reproduced upon boot up during testing. Visual inspection confirmed that there was pbm corrosion which had impacted a neighboring rs232 communication channel between the pbm and 4-in-1. Root cause: the root cause of the ¿system self check failure¿ on ic2446 was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Manufacturer narrative:
D9 updated; the product has been returned for evaluation. The investigation is still ongoing.